Manufacturer narrative:
We have been informed that, after imp injection, an additional lavage was performed to wash out any remnants within the vitreous cavity. There was no inflammatory focus at the injection site of the imp. On study day 3 (11 nov) discharge was planned but the subject had severe inflammation os which was suspected to be endophthalmitits. Tx included IV abx and intraocular flushing. On study day 6 the subject had a heart attack (3 stents placed). On study day 10 the subject had macrohematuria. On 06 dec, the pi noted that the patient had recovered completely from endophthalmitits and returned to preoperative status due to our early intervention. Specimens were taken from anterior and posterior chamber, no germ was found.since the involved disposable dual bore bss injection needle was not returned, no physical examination could be performed. Review of the manufacturing and sterilization records revealed no deviations. Based on the information received it was determined that the reported endophthalmitis was most likely related to gram positive cocci that were extracted from the vitreous samples taken from the patient's eye. Since the sterilization records showed no deviations, the presence of bacteria, and therefore the endophthalmitis, is not consisered to be attributed to the bss injection needle. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Remedial action/corrective action/preventive action/field safety corrective action (fsca) is not deemed required.all similar incidents on the infusion cannula's and subretinal injection needles related to the failure mode as reported vfi-endophthalmitis are included in the analysis. In total, more than 36000 products were distributed since 2018.

Event description:
We have been informed that, after imp injection, an additional lavage was performed to wash out any remnants within the vitreous cavity. There was no inflammatory focus at the injection site of the imp. On study day 3 (11 nov) discharge was planned but the subject had severe inflammation os which was suspected to be endophthalmitits. Tx included IV abx and intraocular flushing. On study day 6 the subject had a heart attack (3 stents placed). On study day 10 the subject had macrohematuria. On 06 dec, the pi noted that the patient had recovered completely from endophthalmitits and returned to preoperative status due to our early intervention. Specimens were taken from anterior and posterior chamber, no germ was found.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that, after imp injection, an additional lavage was performed to wash out any remnants within the vitreous cavity. There was no inflammatory focus at the injection site of the imp. On study day 3 ((B)(6)) discharge was planned but the subject had severe inflammation os which was suspected to be endophthalmitis. Tx included IV abx and intraocular flushing. On study day 6 the subject had a heart attack (3 stents placed). On study day 10 the subject had macrohematuria. On (B)(6), the pi noted that the patient had recovered completely from endophthalmitis and returned to preoperative status due to our early intervention. Specimens were taken from anterior and posterior chamber, no germ was found.